Manufacturer narrative:
Correction based on returned product - d4 - lot #, d4 - expiration date, h4 - device mfg date.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 5 mmol/l (user's meter) and 12 mmol/l (professional's meter).